Event description:
It was reported that pump insulin gauge displayed amount different than expected and showed a static fill estimate of 155 units even as insulin was being delivered. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this could happen due to large differences in measured pressures used to estimate remaining insulin and advised that once actual insulin amount matched the static value, gauge would begin counting down normally, and caller understood and acknowledged this explanation.